Event description:
The customer reported via phone call that there was an absence of vibration on the insulin pump. Customer stated the lack of vibration occurred during normal insulin pump use. The customer stated they have changed the battery, but the anomaly persisted. It was also found the insulin pump did not vibrate during a self-test. Customer's blood glucose was unknown. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump had normal operating vibration and passed the self test. The insulin pump was received with a cracked cae at the display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.